Event description:
There was an issue with the ethicon 3-0 sh 18" vicryl plus cr/8 control release suture. These control release packages contain 8 separated sutures. Today, the #2 needle was noted already "released" from the suture material while still in the package, i.e. The needle had "popped-off" while still in package.